Event description:
Complainant alleged that during monitoring of a patient (age and gender unknown) the device would not switch from semi-auto mode to manual mode. Complainant did not indicate that there was an adverse effect to the patient due to the reported malfunction.